Event description:
Physician states rehab. Pt admitted to hosp for peg placement. 1st time peg. Physician indicates 8 days later pt developed severe pain in abdominal area, admitted to emergency room and pt developed peritonitis, and went to surgery for removal of peg and fluid was noted in peritoneum. Pt expired on 4/24/1998.